Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, there was liquid contamination on the battery board and the q1 current-controlling transistor on the bedside board was thermally damaged. The cause for the failure was isolated to the contaminated battery board and the damaged transistor on the bedside board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.